Event description:
Migraines, heavy menstrual periods with large clots, pelvic pain, hip pain, dizziness, anxiety/ panic attacks,skin problems, back pain, bleeding after sex, painful sex, body aches, joint pain, bowel issues, chest pains, brain fog, cramping, longer periods,discharge,dizziness, dry skin, fatigue, hip pain, mood swings, muscle spasms, neck pain, bloating, teeth issues, vibrating sensation in lower abdomen, numbness in extremities.

Event description:
(B)(4). As of (B)(6) 2014 I had a hysterectomy. Uterus, tubes, and part of my cervix was taken out.